Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: gel bleed: no observed gel bleed. Additional observations: observed wear abrasion on the device. Observed creases on the device. Red particles observed in the surface of the shell. Observed opening in radius side assessed as fold flaw opening. Observed 40 mm dark patch edge material inside gel device.

Event description:
Healthcare professional reported gel bleed. Devices was explanted and replaced. This relates to the right side.

Manufacturer narrative:
Visual analysis of the photographs identified: gel bleed: unable to confirm as it is a medical event not related to the device. Observed two devices, one device appears to be intact, and the other device has an opening also this device is inside of the plastic receipt, non-labeled for side explanted. It is not possible to determine the lot number or catalog through the photos provided. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: gel bleed.

Event description:
Healthcare professional reported gel bleed. Devices was explanted and replaced. This relates to the right side.